Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated they had lost connection to the implanted neurostimulator and believed the stimulator was not functioning because the battery level was approximately 5¿7%. During the call, the patient powered on the handset; however, the patient appeared to have difficulty following instructions. Instructions were provided on accessing the recharger application. During troubleshooting, the patient became unresponsive to questions, and the call was disconnected. An outbound call was made to the patient, and troubleshooting was attempted again, but the patient again became unresponsive to questions, and the call could not be completed.